Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure a balloon rupture occurred. Vascular access was obtained contra-laterally to the target lesion. The 90% stenosed de novo lesion was located in the moderately tortuous and severely calcified left common femoral artery to superficial femoral artery. The physician advanced the 3.0mm x 40mm sterling monorail balloon to dilate the lesion. Upon the third inflation the balloon was partially inflated to 10atms and the balloon ruptured. The device was removed from the patient intact. The physician then advanced a bsc 1.5cm x 4mm peripheral cutting balloon to the lesion and upon the seventh inflation the balloon ruptured at 10atms. The cutting balloon was removed from the patient intact. The procedure was successfully completed with a 5.0mm x 20mm sterling and a new cutting balloon. There were no patient complications and patient's current status is reported as good.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination of the balloon material confirmed a longitudinal tear measuring from the distal end of the proximal marker band to 15mm distally. Examination of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure a balloon rupture occurred. Vascular access was obtained contra-laterally to the target lesion. The 90% stenosed de novo lesion was located in the moderately tortuous and severely calcified left common femoral artery to superficial femoral artery. The physician advanced the 3.0mm x 40mm sterling monorail balloon to dilate the lesion. Upon the third inflation the balloon was partially inflated to 10atms and the balloon ruptured. The device was removed from the patient intact. The physician then advanced a bsc 1.5cm x 4mm peripheral cutting balloon to the lesion and upon the seventh inflation the balloon ruptured at 10atms. The cutting balloon was removed from the patient intact. The procedure was successfully completed with a 5.0mm x 20mm sterling and a new cutting balloon. There were no patient complications and patient's current status is reported as good.